Event description:
According to available information, this device broke. When the doctor tried to remove the device, the device was broken. No other adverse patient effects were reported.

Event description:
According to available information, this device broke. When the doctor tried to remove the device, the device was broken. No other adverse patient effects were reported.

Manufacturer narrative:
On 08th september, we received one used sample. This sample reference (B)(6) lot number 8715573 is made with an intermediate product (B)(6) lot number 8644599. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 8938703. The documentary investigation didn¿t reveal any anomaly recorded during production. On the incriminated sample, at visual examination, we see that the stent is cut into several pieces. After decontamination with anioxyde 1000, we can see in the inner tube of different pieces, that they are clogged with solids such as inlays, pieces of stone, etc. Whose have weakened the stent. Based on the above, this complaint is not confirmed as a product defect but is considered as possible event with the use of this kind of device.